Event description:
Home pt's spouse reported 1 incident of a cassette leak. Per spouse pt was unable to locate the exact location of the leak, however, pt noted fluid on the table that the homechoice machine sits on for therapy. Per spouse, no pt injury or medical intervention was associated with this incident.